Event description:
Reportedly 2 monthes and 3 weeks upon icl implantation the patient presented with endophthalmitis and pseudomonas mosselii. The patient was prescribed autocrystallotomy and vitrectomy. The lens was explanted and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely.

Manufacturer narrative:
Additional information: h6- device history record (DHR) review; indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: d4: primary unique device identifier (UDI)#: (B)(4). "UDI related data quality updates only". Claim# (B)(4).